Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Device analysis is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the noise on the EKG, the EKG connector on the link electronic module (lem) board was broken loose. It was also noted that the left keyboard hinge was broken and the fan was noisy. (B)(4): analysis found that the cable was out of electrical specification. The communication issue was with the radiofrequency (rf) head only. It was also noted that the top lens cover was cracked.

Event description:
It was reported the programmer had noise in the EKG (electrocardiogram), and the EKG lead plug had a short. The programmer rf (radio-frequency) head would not communicate with a device. No patient complications were reported as a result of this event.